Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the surgeon used the sureform stapler 60 instrument that the first fire was successful; however, the second fire the stapler did not staple the remaining gastric tissue, and it appeared that the blade cut through. When the resected side was checked at the time of specimen removal, the staple could be seen on this side. The surgeon added: "during today's procedure, a perforation of the section occurred during a gastrectomy using sureform. We were unable to confirm the situation during the surgery, and thought that the jaws had perforated the posterior wall of the stomach when clamping the stomach, so we resutured the perforated area. When we checked the video after the procedure, it seemed that the cutter had run without the needle being hit during the fire. The procedure was completed." Isi obtained the following information from the site: the instrument / accessory were inspected prior to use. The surgeon used a blue sureform 60 reload for cutting stomach. During the second fire the stapler could not be did not allow the stapler to strike the remaining stomach side, and it appeared that the blade just ran. When the resected side was checked at the time of specimen removal, the staple could be seen on this side. The stapler had fired once in duodenum, one fire in the stomach. It was confirmed there were no system generated errors, no obstructions such as clips, staples, or other hard material between the instrument jaws, and buttress material was not used. The site could not confirm the following: any malformed staples, calcification, tissue tension, clamping issues or tissue being dragged, and if the staples were dumped. During the second fire it appeared that the blade just ran. When the resected side was checked at the time of specimen removal, the staple could be seen on this side. The surgeon completed the staple line with the same stapler instrument. The products were discarded, a video recording of the procedure was provided for review.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. It was confirmed by the site that the stapler and the reload were discarded. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Logs show that pn 480460-09, lot l90201019-0226 fired qty 7 reloads (all blue). All firings were completed per the logs. Firings #5 and #7 had one pause for compression, the rest had no pauses during firing. There were no incomplete clamps in the procedure. Isi received a video clip related to the alleged complaint: as the stapler fires, the tissue is seen sliding rather than staying in place. The staples are deployed from the stapler, but since the tissue is sliding distally, they are not properly formed and are deposited in a bunch at the distal end of the fire rather than embedded into tissue in a line. This is especially apparent on the left (remaining side) where the hole is observed. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.